Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was returned for investigation (image 1-2). The implant was returned with an attached healing collar, which is not related to the medical event. Visual inspection of the as returned product identified that the implant threads are worn from use. No pre-existing conditions were noted on the per/pre-existing conditions noted on the per are xxx. The reported product was located on tooth # 5 (universal) and used for approximately 3 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1232445. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Raw material verification showed that the titanium and ha coating passed verification. See '1232445 - raw material certificate of conformance'. Complaint history review was performed for the reported lot number (1232445) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provide. PMA/510k: k013227.

Event description:
It was reported that the implant at tooth site #5 failed to integrate due to allergic reaction and was removed. Clinician stated that the patient would get a swollen lip after the placement of the implant. They monitored the patient and the swelling did not go down. After removal of the implant the swelling subsided so they believe the patient may have had an allergic reaction. They did not see allergist. Surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, replace implant. Symptoms as a result of the event: inflammation & bone loss.